Event description:
Tubing has perforations in one area which allowed an unspecified medication to leak out. Clinician stated that she had primed the tubing but by the time she got to the patient half of the medication had leaked out. Per clinician, the effected set was never connected to the patient. Clinician stated that therapy was continued using a new bag of medication and a new set. Clinician confirmed that there was no patient injury or medical intervention required as a result of reported condition. Per clinician, it looked like tubing got caught in the packaging where the holes are.